Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13975, 2017865-2020-13977. It was reported that patient presented to a follow-up in-clinic with a pocket infection. Physician suspected it was caused by the pacemaker or leads. The entire pacemaker system, including leads, was explanted on (B)(6) 2020. Patient condition was stable after the procedure.